Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side capsular contracture, baker grade iii. Healthcare professional additionally reported right side "malposition and asymmetry". The device has been explanted.

Manufacturer narrative:
Device evaluation analysis of the returned device identified: crease flat, opening curved on anterior and weight to spec. A visual and microscopic analysis was performed which identified: striated opening on posterior and non-penetrating nick. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage.

Event description:
Patient reported right side capsular contracture, baker grade iii. Healthcare professional additionally reported right side "malposition and asymmetry". The device has been explanted.